Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7623280, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced left sided deflation post procedure. The patient noted volume loss in early (B)(6) 2019 and deflation was diagnosed by a physician on (B)(6) 2019. As a result, unilateral device replacement with another mentor smooth round moderate profile 325cc saline prosthesis was performed on (B)(6) 2019. The prosthesis was inflated to 385ccs.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/30/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During evaluation of the sample a rupture measuring approximately 0.2 cm was observed in the posterior view. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited, to the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/11/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).